Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to the loading. The nozzle tip has an aneurysm on the bottom right side. The lens was returned adhered to the outside of the device with viscoelastic. The lens was cleaned with lphse to remove from the outside of the device. A scratch is observed in the center of the optic. The lens dimensions (plan view) were acceptable. . Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event could not be determined. Device damage was observed (aneurysm on the nozzle tip) which would indicate the lens/plunger was not is a proper position for advancement. The center of the optic was scratched. This damage may indicate a plunger override. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to be defective upon injection into the eye. The lens was removed and another lens was implanted instead. There was no reported patient harm. Additional information was requested.